Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, hardware low-level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The motor arm cannot communicate with the main arm alarm is found in the insulin pump history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an error in the hardware low level failures and motor arm cannot communicate with the main arm error. The customer¿s blood glucose was 250 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer reported that the self test did not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.